Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported 'alarmed upstream occlusion when not occluded' which was not reproduced during evaluation. A review of the event history log identified 'upstream occlusion!' Messages. The reported condition was verified. The cause was determined to be an out of calibrated specification ultrasonic sensor. The ultrasonic sensor was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported 'lag when entering information' which was reproduced during evaluation. The reported condition was verified. The cause was determined to be a processor printed circuit board (pcb) failed the flash testing. The processor pcb was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced lag when entering information and alarmed upstream occlusion when not occluded. The event happened during testing at the biomed service department. There was no patient involvement. No additional information is available.